Manufacturer narrative:
(B)(6). Manufacturing date -- april 12, 2016 ¿ april 13, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted fluid inside the bag with the unit. Further inspection revealed broken tubing at the solvent-bonded junction of the luer. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the delivery tubing. This was identified when filling with 22.8 ml of fluorouracil and 65.2 ml of sodium chloride. There was no patient involvement. No additional information is available.